Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the cefepime was administered to complete with duration of 30 minutes. However, the infusion was completed within 15 minutes. There was patient involvement but impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the cefepime was administered to complete with duration of 30 minutes. However, the infusion was completed within 15 minutes. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, "cefepime programed to infuse over 30 minutes, started at 6:27, monitored, rn went into room around 10-15 minutes later and cefepime bag was empty. Door to pump was opened after incident found. IV tubing had been hung at 12:00 pm, and used throughout the day, monitored for every infusion started, without problems. Biomed contacted."